Manufacturer narrative:
(B)(4). Investigation summary: the analysis results found that one psee60a device was returned with the anvil bent upwards and with without reload present. Furthermore the anvil knife slot was noted to be damaged. No functional test was performed due the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device and no non-conformances were identified.

Event description:
During laparoscopic colectomy procedure, on the first firing of a blue reload the instrument made a peculiar sound in the mechanism. They extracted with safety the device from the patient after the completion of the firing and when they opened it a bubble like bulge was made in the anvil. The staple line was properly formatted, as expected. Doctor could not reload any other cartridge and also the mechanism was broken completely. He used another device to finish the procedure and the patient is safe.